Event description:
Smiths medical international has been notified of an event where the hospital alleges the trach tubes was placed with ease to replace a shiley tube. Within 1.5 hours there was a leakage from where the cuff and inflation line join. Pt died. Pt was in for post op after an esophageal gastrectomy procedure. Pt demise was attributed to respiratory failure and not related to cuff deflation.